Event description:
It was reported this was the first training case for this clinician to implant the excluder bifurcated endoprosthesis. Deployment of the trunk-ipsi device was well placed and successful. However, during the placement fo the contra leg the opaic markers were misread and the device was deployed high in the trunk-ipsi device. Attempts to pull down the conta leg were unsuccessful and ultimately dislodged the trunk-ipsi device. The clinician decided to convert the patient and remove the devices. There was no allegation of product deficiency made by the clinician.